Event description:
Boston scientific received information that during a recent follow up visit, it was noted that this atrial lead was not capturing. A chest x-ray was performed which confirmed lead fracture near the subclavian site. Isometrics were performed which caused the lead's impedance measurements to climb to greater than 2500 ohms. The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.